Manufacturer narrative:
G9- the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient has had this short recharge interval since the implantation in july. The amplitude has been slightly reduced, but the recharge interval is still short. The old session report from the restore ins (including impedances) to compare what exactly has changed was not found. Only a session report from the intellis itself is available. Configurations such as could allow the amplitude to be set lower and reduce the pulse width to 200 but this has not yet been tried. Review of the session report showed the electrode impedances are closer to 2000 ohms rather than 1000 ohms. This could indeed explain why the patient has such a short recharge interval. Although the impedances are within the normal range, higher impedance means that a higher voltage is required to deliver the same current. This naturally consumes more energy, causing the battery to deplete more quickly. Since all the impedances are roughly the same, you can¿t really try other electrodes. What could be consider is adding an extra negative (-) contact and adjusting the pulse width. Unfortunately, the options remain limited beyond that.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient received an intellis ins in (B)(6). Before that, she always had a restore ins, which only needed to be charged once a week. The intellis ins doesn¿t last 24 hours and has to charge it twice a day, which was a significant burden. The patient charged the ins (B)(6) 2025 afternoon at 16:00, at which point it was 100% full. The next day at 12:00, the ins was at 30%. Paresthesia test outcome was 81¿100%. Program a was changed to a full hd program and the amplitude was lowered because it was too high. Additionally, the charging disc got very hot. It was noted that the ins was implanted in the left side, abdomen/flank.

Manufacturer narrative:
Continuation of d10: product type: recharger. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reported that the cause of the ins charge not lasting 24hrs was probably due to the impedances of ~ 2,000 ohms. The recharger was not frayed or had exposed cord at or near the donut end of the recharger. The cord was heating at the connection point of the cable and the donut without any physical damage reported or found to the cable. The ¿no device found¿ or ¿poor recharge quality" message did not display. Reprogramming solved the problems. The event resolved.